Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: add01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was myopotential sensing on the right ventricular (rv) lead. The ventricular sensing and lower rate were reprogrammed. It was further reported that the atrial lead had low impedance. The atrial lead was programmed to unipolar. Bothleads remain in use. No patient complications have been reported as a result of this event.